Event description:
Procedure type: colectomy. According to the reporter: upon inspection after firing, a sixth of the staple line was open. The section had staples in the distal tissue (stapler side) but not in the proximal (anvil) side. A small incision was made below the umbilicus and the surgeon resected the anastomosis. Another circular stapler was used to complete th anastomosis. There was no delay in surgical time of over 30 minutes.

Manufacturer narrative:
(B)(4).